Event description:
Procedure: lower anterior resection. According to the rptr: after the device was used, a leak was found at the anastomosis. During the case, unanticipated tissue loss occurred. Another device was used to perform a second transection.

Manufacturer narrative:
(B)(4).